Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that guidewire friction occurred. The target lesion was located in the superficial femoral artery (sfa). During insertion of the v-18¿ control wire¿ into a non-bsc guide catheter, the wire felt very ¿gritty and scratchy¿, the wire was not advancing nicely in the catheter. The v-18¿ control wire¿ was exchanged for a thruway wire which was unable to be inserted into the hub of the non-bsc catheter. The non-bsc guide catheter was then exchanged for a rubicon guide catheter and the v-18¿ control wire¿ was used however was unable to advance or retract inside the guide catheter. The whole system was removed from the patient. No patient complications were reported and the patient status is good. However analysis revealed peeling of the polymer coating.

Manufacturer narrative:
Device evaluated by manufacturer - the device returned stuck inside the catheter and could not be removed. The polymer coating on the distal tip is accordioned, peeled and kinked; also, the body is bent at the proximal section. Moreover, evidence of fluids were found. All the outer diameter (ods) and guidewire overall length measurements were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).